Event description:
Info rec'd indicates, the head section is going up and down by itself.

Manufacturer narrative:
The tech was unable to duplicate the unintentional movement. Once he left the account, the unintentional movement occurred again in the bed shop. The account has decided not to have the bed repaired, due to the cost and age of the bed. The bed has been removed from service.